Event description:
The complaint is reported as: "the double-lumen bronchial intubation was broken during use on patient, and doctor found the internal of tube was deformed after inspection. Then changed new one, the patient has no effect." The condition of the patient is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tracheal lumen was occluded. No issues were observed with the bronchial lumen. With this obvious constriction, this kind of defect could be easily detected during the 100% lumen inner diameter and 100% visual exam performed at the manufacturing facility prior to release. Ten samples were collected from current production at the manufacturing facility. All ten samples were dissected and visualized using a dino-lite microscope at the focused area (adaptor). No abnormality was observed at the adaptor for all the ten pieces. There was no occlusion or any blockages for both tracheal and bronchial lumen observed. A device history record review was performed and no relevant findings were identified. Based on the investigation of the returned sample, the complaint is confirmed. The tracheal lumen was occluded. However, there are 1oo% lumen inner diameter inspection and 100% visual inspection during the manufacturing process, thus this type of defect would be detected prior to release from the manufacturing facility. Although the complaint was confirmed, a root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the double-lumen bronchial intubation was broken during use on patient, and doctor found the internal of tube was deformed after inspection. Then changed new one, the patient has no effect." The condition of the patient is reported as "fine".